Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Insulation damage of the right atrial lead was suspected, but was unable to be confirmed. Provocative testing was performed and the noise was able to be reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.